Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via the patient's attorney that the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator. Relevant medical history included: non-malignant pain, failed back surgery syndrome

Manufacturer narrative:
No analysis to be performed until authorized by legal department.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting burning while charging. There was fast battery depletion. Charging time was 4+ hours every other day. No further complications were reported or anticipated. The indication for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Patient code (B)(4) is for bone spur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that approximately two months after implantation, the patient began to experience difficulty charging their ins. Charging the battery took several hours and the charge depleted very rapidly. When the device was activated it would heat up and burn the patient¿s skin. The patient also experienced pain in their legs, feet and mid-back. Also a burning and stabbing sensation at the battery site. On (B)(6) 2014, a second surgery was performed to move the device to a position of greater comfort. The company representative unsuccessfully attempted, on one occasion, to reprogram the device to remedy the problems the patient was having with it. Thereafter, the patient continued requests for their company representative to attempt further adjustments, however, the problems persisted. The patient¿s difficulties with their ins caused them to submit to a third surgery to have it removed at the recommendation of their doctor. This surgery revealed that the device caused a bone spur to develop at t9-t10. The patient¿s chronic back pain continues.